Manufacturer narrative:
(B)(4). The analysis found that one sr75 reload was returned with the knife not in the doghouse, this is consistent with an improper loading technique. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up and the remaining drivers were down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The cartridge reload swing tab was reset, and the knife was manually returned in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, it was found that the knife already moved forward when the cartridge was loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient.